Event description:
Customer reported a malfunction code, specifically malf 13, which could not be reset. Despite this, there was no adverse impact to the customer¿s blood glucose level, as it remained below 500 mg/dl. Technical support decided to replace the pump and confirmed the shipping address. Customer was informed on how to put the pump into storage mode and agreed to return it using a prepaid label within ten days. Customer planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery during this time.